Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that this was a non-emergent procedure to treat a cavernous fistula in the carotid artery. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use (IFU) states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts. It is unknown if the IFU deviation contributed to the reported event. A conclusive cause for the reported difficult to deploy (wall apposition) cannot be determined; however, the subsequent treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following additional information was received: the 3.5x16mm graftmaster stent deployment was unsuccessful due to leakage of contrast from the microcatheter. At the end of the procedure, it was noted that the 3.5x16mm graftmaster shaft was leaking contrast proximal to the balloon. It was also noted that ballooning was performed to treat poor stent wall apposition of the 4.0x16mm graftmaster stent and no endoleak was present at the end of the procedure. Finally, the 2.8x16mm graftmaster coronary stent graft system was not used in the procedure as the fistula was ultimately sealed by the 4.0x16mm graftmaster stent. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: synchro standard. Guide cath: 6f sophia. Sheath: 8f neuronmac. Other: marksman microcatheter. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The 2.8x16mm graftmaster referenced is being filed under a separate medwatch report.

Event description:
It was reported that this was a non-emergent procedure to treat a cavernous fistula in the carotid artery that presented for planned embolization. A non-abbott guide wire and non-abbott guide catheter were advanced. A 3.5x16mm graftmaster coronary stent graft system was then advanced but could not cross the cavernous region and was subsequently removed. A 2.8x16mm graftmaster coronary stent graft system was then advanced without reported issue; however, attempts to deploy the stent were unsuccessful due to leakage of contrast from the microcatheter, and the device was subsequently removed. A 4.0x16mm graftmaster coronary stent graft system was then advanced over a non-abbott guide wire and the stent was deployed. Post-deployment, a small volume of residual shunting was noted around the stent, suggestive of a type 1 endoleak. There were no reported adverse patient effects, and there was no reported clinically significant delay in the procedure. No additional information was provided.